Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. H6-conclusion code 68: failure event observed during analysis. Final analysis found that the pulse generator exhibited a false elective replacement indicator alert with a date stamp prior to implant which is consistent with that occurring as a result of exposure to electrocautery. After clearing the eri flag, the device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics.